Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had over delivery due to customer was assuming that the insulin pump did not suspend insulin delivery before reached her low limit. Customer stated that auto mode was not automatically delivering insulin at the time of low blood glucose event. Troubleshooting was performed and the customer did not alleged over delivery anymore. No harm was required during medical intervention. The insulin pump will not be returned for analysis.